Event description:
It was reported that during the six month follow up visit, this pacemaker device battery had depleted by 1.5 yrs in 6 months. The health care professional (hcp) had requested technical services (ts) to provide analysis on this device. This device currently remains in service. No adverse patient effects were reported.

Event description:
It was reported that during the six month follow up visit, this pacemaker device battery had depleted by 1.5yrs in 6 months. The health care professional (hcp) had requested technical services (ts) to provide analysis on this device. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains additional information in section e4 expiration date, serial number, unique identifier (UDI) # and d6a implant date.

Manufacturer narrative:
This report contains additional information in section a1 patient identifier. This report contains additional information in section e4 expiration date, serial number, unique identifier (UDI) # and d6a implant date.

Event description:
It was reported that during the six month follow up visit, this pacemaker device battery had depleted by 1.5yrs in 6 months. The health care professional (hcp) had requested technical services (ts) to provide analysis on this device. This device currently remains in service. No adverse patient effects were reported.